Event description:
It was reported that a patient presented with grade 5 degenerative tricuspid regurgitation (tr) due to a history of endocarditis, dilated mitral annulus, and leaflet restriction for a triclip procedure. The tr originated from commissural posterior leaflet segment 1-2 (p1-p2) and spanned to the anterior leaflet. The first xtw was placed on the anterior and septal leaflets (a/s) and the dilatation was 50mm. An xt was then placed on a/p1, but a single leaflet device attachment (slda) occurred. The posterior leaflet segment 1 was detached. An additional xt was attempted to be implanted for stabilization, at the location of a large coaptation gap. The clip was unable to grasp the leaflets. It was decided to discontinue the procedure because the patient was not suitable for the triclip therapy, due to the condition of the leaflets from a history of endocarditis. An attempt was made with the triclip because the patient refused surgery. There was no tr reduction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda is related to challenging patient anatomy. The reported tr is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.